Manufacturer narrative:
Date sent to the FDA: 07/08/2021. Additional information: a1, d3, g1.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Mwr-19062019-0000457279 submitted for adverse event which occurred on (B)(6) 2007. Mwr-19062019-0000457280 submitted for adverse event which occurred on (B)(6) 2008. Mwr-19062019-0000457281 submitted for adverse event which occurred on (B)(6) 2008. Mwr-19062019-0000457282 submitted for adverse event which occurred on (B)(6) 2009. Mwr-19062019-0000457283 submitted for adverse event which occurred on (B)(6) 2012. Mwr-19062019-0000457284 submitted for adverse event which occurred on (B)(6) 2013. Mwr-19062019-0000457285 submitted for adverse event which occurred on (B)(6) 2014.

Event description:
It was reported by an attorney that the patient underwent a gynecological surgical procedure on (B)(6) 2006 and mesh was implanted. It was reported that she experienced undisclosed injuries. It was reported that the patient underwent revision surgeries on (B)(6) 2007, (B)(6) 2008, (B)(6) 2008, (B)(6) 2009, (B)(6) 2012, (B)(6) 2013 and (B)(6) 2014. No additional information was provided.